Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer¿s blood glucose level was 315 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.